Event description:
It was reported that the pump battery was unresponsive. There was no related impact to the customer's blood glucose level. The pump was replaced to address the issue. Reportedly, the customer reverted to alternate therapy for diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.